Event description:
As reported, a 7f exoseal vascular closure device (vcd) did not turn black and was removed together with the sheath, so manual compression was applied to complete the procedure. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The device was not attempted to be deployed outside the patient¿s body. A retrograde approach was used, and the patient¿s status after the procedure was reported as good. The device was used after a carotid artery stenting (cas) treatment. The operator was trained in the device, and the exoseal vcd was stored and prepared according to the IFU. No device or package damage was visible prior to use. A non-cordis sheath was used. Femoral artery suitability and insertion angle were verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and there was no visible calcium or plaque at the puncture site. No stent was present near the puncture site, there was no stenosis greater than 50%, and the femoral site had not been previously closed with a device or manual compression within 30 days. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. Other procedural details were requested but were not provided. The device will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, a 7f exoseal vascular closure device (vcd) did not turn black and was removed together with the sheath, so manual compression was applied to complete the procedure. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The device was not attempted to be deployed outside the patient¿s body. A retrograde approach was used, and the patient¿s status after the procedure was reported as good. The device was used after a carotid artery stenting (cas) treatment. The operator was trained in the device, and the exoseal vcd was stored and prepared according to the IFU. No device or package damage was visible prior to use. A non-cordis sheath was used. Femoral artery suitability and insertion angle were verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and there was no visible calcium or plaque at the puncture site. No stent was present near the puncture site, there was no stenosis greater than 50%, and the femoral site had not been previously closed with a device or manual compression within 30 days. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18479333 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.